Event description:
It is reported that a customer stating that the insulin pump was frozen and had issues with the keypad. The patient's blood glucose level was unknown. The caller was not the registered owner of the insulin pump and was advised to have the owner of the pump to call in for assistance. The caller understood and stated that they will have the owner call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.